Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient experienced a tooth loss. Patient had experienced significant discomfort and one of their back teeth became dislodged along with the aligner. Patient is undergoing examination and treatment from their dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.